Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to confirm, as it is a medical event. Not related to the device. Anxiety-product/procedure: unable to confirm, as it is a medical event. Not related to the device. Additional observations: crease fold observed, in the device. Brown particles in the surface of the shell. Wear abrasion observed, in the device. White calcification in the surface of the shell.

Event description:
Healthcare professional reported, left side "capsular contractures, baker grades IV. And exchange from textured to smooth breast implants, due to the patient¿s concern with the product". Device has been explanted and replaced.

Event description:
Healthcare professional reported left side "capsular contractures, baker grades IV, and exchange from textured to smooth breast implants due to the patient¿s concern with the product." Device has been explanted and replaced.

Manufacturer narrative:
Initial reporter email - (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contractures" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contractures, baker grade IV.